Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pro6232, powerpro small 2-trigger pin driver was being used on 27jun24 and the ¿metal piece fell out and was retrieved¿. Per further assessment it was found that "they retrieved the piece and the patient was fine, and the case went fine as well". There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: the device was overdue for preventative maintenance. The bearings were found to be corroded. The gripper shaft is broken and missing, not returned and the collet guide was broken. The root cause cannot be determined, however, based upon the evaluation, and the IFU, the likely cause of this event was from damage sustained during use, and a lack of preventative maintenance. The service history was reviewed, and no prior data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: conmed recommends that all powerpro attachments be returned for preventive maintenance every 24 months, except for certain attachments indicated in section 3.0 in the hall powerpro attachment manual, which have a recommended service schedule of every 12 months. Failure to follow the maintenance schedule could result in reduced instrument performance or overheating of the handpiece or attachment. Rotation of handpiece and attachment usage per day will assist with proper performance. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pro6232, powerpro small 2-trigger pin driver was being used on (B)(6) 2024 and the ¿metal piece fell out and was retrieved¿. Per further assessment it was found that "they retrieved the piece and the patient was fine, and the case went fine as well". There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.